Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported difficulties could not be determined; however, the subsequent unexpected medical intervention appears to be related to circumstances of the procedure. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. Factors that may contribute to entrapment of the device include, but are not limited to, damage to the device, interaction with the anatomy and/or accessory devices. Device damaged by another device may be attributed to several factors including, but are not limited to, lesion inadequately predilated, lesion selection (not treating the distal lesion first), interaction between accessory devices or previously implanted stents. Factors that could contribute to a stretched stent include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, interaction with accessory devices, patient anatomical morphology, or patient disease state. In this case, it is possible that the entrapment of the guidewire (forming a nodule at the ostium) and manipulation of the device may have caused significant deformation of the stent, causing the reported material deformation, entrapment of the device and device damaged by another device, ultimately stretching the stent; however, without the device to examine, this cannot be confirmed. Intravascular ultrasound (ivus) was crucial in confirming the wire position, stent deformation, and guiding the bailout stent crush strategy, which involved deploying a new non-abbott drug-eluting stent (des) to compress the deformed stent segment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This event was identified thru review of an article. The article presents the case of an 82-year-old man with end-stage renal failure, diabetes mellitus, hypertension, and dyslipidemia, who was admitted for acute heart failure and underwent percutaneous coronary intervention (pci) for severe calcified stenosis in the left main trunk (lmt) and proximal left anterior descending (lad) artery. Rotational atherectomy was performed to prepare the lesion, followed by the deployment of two abbott drug-eluting stents (des), xience skypoint, sized 2.75x33 mm and 3.5x38 mm, in the proximal lad and lmt. During the procedure, guidewire entrapment led to significant deformation of the lmt stent, forming a nodule at the ostium. Intravascular ultrasound (ivus) was crucial in confirming the wire position, stent deformation, and guiding the bailout stent crush strategy, which involved deploying a new non-abbott des to compress the deformed stent segment. The patient remained asymptomatic post-procedure, with no chest pain, ECG changes, or abnormal cardiac biomarkers, highlighting the importance of meticulous technique and intravascular imaging in managing high-risk bifurcation pci complications. Reference article titled: "stent crush bailout for a deformed stent nodule caused by entrapped guidewire extraction: a case report".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title: "stent crush bailout for a deformed stent nodule caused by entrapped guidewire extraction: a case report" b3: date of procedure estimated as (B)(6) 2025. D4: the UDI is not known as the part and lot number were not provided.